Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 588 mg/dl. The customer experienced symptoms such as nausea, difficulty in breathing and chest pain. The customer was treated with insulin pump and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer assisted with performing the high pressure test and test was passed. The insulin pump will not be returned for analysis.